Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein two leads will be added and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient's pain was not a pre-existing pain. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein two leads will be added and the ipg will be replaced.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein two leads will be added and the ipg will be replaced.